Manufacturer narrative:
The following functional tests were performed by a philips authorized repair facility technician (rft). The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device then passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at hte time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Philips initially received a complaint indicating that the device was not reading data and had liquid damage. The device was sent to philips bench where the issue of the speaker not functioning was discovered. A philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.